Event description:
It was reported that the patient underwent an implant procedure and the patient developed procedure-related mental status change and hypoxia. The hypoxia was treated by medication. It was also noted that the lead has dislodged. No further intervention was performed. No further information was available.